Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number," e2/e3 and g2 fields were corrected based on information available at the initial report submission. The h4 field was also corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that no image was produced due to missing parts of the patient board set. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use the device had no image with 180-series endoscopes in conjunction with an x1 processor. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was inspected at the customer's site by an mobile service endoscopy. The customer's complaint was confirmed due to a faulty printed circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.